Event description:
The ventilator was at the field service center for repair and preventative maintenance. The field service center the ventilator stopped operating, they could not turn it off and had to wait for the battery to deplete. It does not give a low battery alert. However, when you plug it back into power, you still cannot get it to reset.

Manufacturer narrative:
Na